Event description:
It was reported there was weak cut and coag. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors during initial testing. The error log revealed that the unit exhibited ten e3 errors on the last day of use. Testing of the split foil pad showed that the system could deliver energy to a split foil pad without triggering false e3 errors. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.